Event description:
Info received from the pt reports she is experiencing a shocking or jolting sensation in the paresthesia area and the neurostimulator is turned off. Denies any known accident or incident associated with these symptoms. Pt stated she would also like the implant removed. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).